Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2267 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor this product line and take corrective/preventive action as appropriate.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2267 while using the homechoice (hc) during the last fill. The patient stated the supply bag was empty and the heater bag had some solution left. (B)(4) explained the error indicated air had entered into the disposable set, and helped the patient clear the error by cycling power twice. The patient elected to complete therapy manually. No injury or medical intervention was reported.